Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (Tip nicked; damaged). A visual examination revealed a kink along working length. The condition of the returned incident device was not consistent with the complaint that the tip was nicked. During manufacturing tome devices are 100% inspected, therefore, the most probable root cause for the condition of the returned device is likely due to handling.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, while unpacking the device, a nick was noted at the device tip. The procedure was completed with another autotome rx sphincterotome. The account reported that there was no damage noted to the device packaging. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working length was kinked.